Manufacturer narrative:
The customer did not proved the device serial number. No response was obtained from the customer resulting in this case being closed.

Event description:
It was reported to philips that the device will not power on. The customer was asked to get the serial number and call back so the warranty status can be verified. There was no reported patient involvement.